Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects, the functional evaluation found no fault. On this occasion we are unable to establish a relationship between the event reported and the device. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed revealing further instances. These instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during 24 hours of therapy with a renasys touch, the device gave 3 full/blockage alarms. The canister was replaced although it was not full. The problem was solved by replacing the device with a back-up device. No patient harm reported.